Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, during the first firing on a very thin tissue, the device worked in a fine way. Second and third firings were unsuccessful, with deficient staple closure (distal and central parts remained opened). After the fourth firing, the staple was damaged; forming an x shape. After the fifth firing, the staple was not firmly attached on the tissue, with distal and central parts remained opened. In order to complete the tissue closure, the surgeon used hemlock plastic clips. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information: did scissored clip cut structure? No. Did bleeding occur when structure was cut? No. If bleeding, please quantify amount of bleeding that occurred. Did cut structure result in change of procedure or alteration in post-op patient care? No. Was scissored clip retrieved? There weren¿t scissored clips only misformed that were retrieved. Was cholangiogram done on procedure? No. Was clip fired on or near another clip? Near another clip yes but not on another clip. Did somebody other than the primary surgeon fire the instrument? No. If so, whom? - was there a recent conversion to ees devices in this account or with this surgeon? No- old customer. The er320 device was returned for analysis with a clip in the jaws and it was removed in order to measure jaws width; upon inspection the jaws were found to be in a yielded condition. In an attempt to replicate the reported incident the device was functionally evaluated. Upon firing of the device, the remaining clips were ejected and then, it locked out as intended. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.